Event description:
The pt reported feeling a sharp, stabbing pain in his back during physical therapy. An x-ray showed there was a broken screw. No additional info is available at the time of this report. No device info was provided.

Manufacturer narrative:
Additional info has been requested, any relevant info will be provided upon receipt.